Manufacturer narrative:
Exact date unknown, event occurred six months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer holding a charge. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned.